Event description:
It was reported the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a 4.0 cm cuff, pump, and 61-7 cmh2o balloon were implanted. The patient was doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.